Manufacturer narrative:
The insulin pump passed all functional testing including displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no bolus stopped alarm noted during test. The motor passed motor test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced excessive no delivery and bolus stopped alarm. The customer's blood glucose value was 269 mg/dl. The customer stated that the pump stopped delivering bolus when she entered the carbs. The customer stated that they were able to clear the alarm but it reoccurred. The product was returned for analysis.